Event description:
The balloon would not deflate at the end of the procedure. The physician had to cut the device to deflate the balloon. No pt injury happened.

Manufacturer narrative:
The device has not been returned for the evaluation (the device was discarded by the user after the procedure). Therefore, we were not able to verify the failure mode. Lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions. The root cause(s) of the failure remains inconclusive. Please note that no pt injury happened.